Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
Reportedly, the lead was implanted on (B)(6) 2010. During a follow-up performed on (B)(6) 2016, several episodes with noise sensing were observed. The lead was replaced on (B)(6) 2016 (abandoned in situ).

Event description:
Reportedly, the lead was implanted on (B)(6) 2010. During a follow-up performed on (B)(6) 2016, several episodes with noise sensing were observed. The lead was replaced on (B)(6) 2016 (abandoned in situ).